Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a revisionary eye procedure due to wound dehiscence and suture was used. The wound dehisced requiring an additional procedure. A cultured was performed and grew out candida parapsilosis. The patient was treated with tobradex ointment.